Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an unspecified problem in the current software. Philips cannot rule out at the time of the initial reporting deadline that the problem might have an adverse effect on clinical use. There was no adverse patient impact reported.